Event description:
No additional event information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for investigation; however, images of the proximal part were provided and reviewed. The pictures show the metal head still mounted to the proximal part. Scratches can be seen on all surfaces of the proximal part. The distal face surface of the component is polished and worn, while the medial wall is also worn and shows significant thinning. The press-fit region displays what appears to be a newly formed ledge, likely resulting from contact with the pin after disassociation. Discoloration is also evident in the press-fit area. Notably, no images of conical nut were provided. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. A patient, who had previously undergone on an unknown date a left total hip replacement with a competitor's product, experienced a revision due to aseptic shaft loosening. During the revision, zimmer biomet hip replacement products were implanted. Approximately 12 years later, the patient presented with atraumatic pain and limited mobility. The patient underwent another revision surgery due to loosening of the proximal part of the femoral stem. During the procedure, the surgeon found that the fixation screw of the modular stem was loose and had fallen out, and metallosis was observed in the tissues surrounding the proximal femur. The proximal portion of the femoral stem was removed, with no signs of fracture, while the distal part appeared intact and was left in place. The head was exchanged, and the surgery was completed without complications. A preoperative radiograph was provided, showing an overview of the patient¿s pelvis, which reveals bilateral total hip arthroplasties (tha). The left hip displays a revitan stem, with the proximal part noticeably tilted medially. A postoperative radiograph was provided, but not reviewed as it does not enhance the investigation. It can be assumed, the proximal part loosened from the pin of the distal part leading to movements between the two components resulting in metal wear of the proximal part and loosening of the screw. The metal wear most likely contributed to the metallosis reported in the surgical notes and the observed medial tilting on the obtained radiographs. It remains unknown as to why the proximal part became loose from the connection pin. Since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: implanted on unknown date in 2011 d10: ref 01.01012.366 lot 2618240 cocr head. Ref 01.00402.055 lot 2614453 revitan proximal part. Ref 01.00013.711 lot 2616615 durasul insert. Ref 00000004267 lot 2592119 allofit shell. Unknown ref. And lot# unk cerclage wires. Unknown ref. And lot# unk screws x2. G2: foreign: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had a revision surgery, and approximately 12 years after implantation, the patient presented with atraumatic pain and limited mobility and was revised due to loosening of the proximal part of the femoral shaft. During the revision, the surgeon noted that the screw fixation of the modular shaft was loose and fell out. Metallosis was found in the surrounding tissues near the proximal femur. As the distal portion was well fixed with intact taper, only the proximal portion of the femoral shaft was revised. The head was also exchanged, and the procedure was completed without complications. Due diligence has been completed for this complaint; to date all available additional information has been received.